Manufacturer narrative:
All buttons are functioning properly however, moisture damage was found on the keypad traces. The insulin pump passed the functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No battery out limit alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received battery out limit alarm. The customer's spouse also reported that the buttons were unresponsive. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's spouse stated that the batteries were out greater than duration allowed by the insulin pump. The customer's spouse mentioned that the buttons worked but had delay in response. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.